Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A resistance test was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that when implanting this right ventricular (rv) lead, it perforated the heart wall. A catheter was inserted to drain the pericardium. The lead was attempted and not implanted. No additional adverse patient effects were reported.